Event description:
Dealer stated that the (B)(4) transfer bench was missing the back, out of the box. It is possible to assemble this product without the back, leaving the end user without the needed back support.